Event description:
It was reported that the procedure was to treat the mid obtuse marginal coronary artery with high calcification and moderate tortuosity. The 3.00x23 mm xience skypoint stent delivery system (sds) could not cross to treat the lesion due to the anatomy. The balloon of the sds was stuck on an unspecified wire. The sds was removed and a new guide wire and a new 3.0x23 mm xience skypoint sds were used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.